Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board, also broken off end cap, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that the bottom of the insulin pump came off and the insulin pump stopped working. The customer's blood glucose was 134 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.